Event description:
It was reported that pump displayed cartridge change error during use. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, inspected cartridge o-ring and pneumatic area, cleaned pump with alcohol wipe or lint-free cloth, reattached cartridge to ensure it was fully in place, followed on-screen steps to reload, and successfully completed load process to resume insulin delivery.